Event description:
The technical support engineer was informed by the biomedical engineer at the user facility reported that there is no image from the evis exera iii video system center when connecting a 180 series colono-videoscope during preparation for use. The biomed had taken the same 180 series colono-videoscope and 180 series video scope cable to another 190 series video system and light source and is able to get an image. The referenced video system will be returned for service. No patient involvement or harm was reported.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported no image with 180 series scopes was confirmed and due to a defective patient board set. Additionally, there is a corroded external bottom chassis, a minor crack on the main switch housing and it is recommended the software be updated to the latest version. A review of the repair records indicated there are no previous repair records for this device. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. For the event that no image appears in combination with the 180 series type endoscope, it was confirmed that the design of the dr board was changed on april 16, 2018. It is unclear whether this design change is related to the indicated event. However, since this product is a product before countermeasures due to the change in the operation unit circuit design of the patient board (dr board), it is likely that only the 180 series type endoscope does not have an image due to the failure of the operation unit. Olympus will continue to monitor complaints for this device.